Event description:
The plaintiff's attorney alleged the decedent expired on (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated MDR # 1225714-2014-03976, 1225714-2014-03977, and 1225714-2014-03978.